Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, after firing, the staples were irregular and were not parallel. They opened and used another set of devices to complete the case. There was no patient injury.